Manufacturer narrative:
Investigation summary: a sample was not available for investigation of this feedback; however the customer provided photographs of the affected sample. Analysis of the photographs confirmed the customer's experience with separation of the male luer component. Please note the customer initially reported the affected sample ref to be (B)(4), however a revision of the possible lot number provided by the customer confirmed the correct product ref to be (B)(4). The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined without the affected sample in this instance; however previous similar investigations have determined it is possible that an inconsistent or insufficient amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20076927 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the (B)(4) product in the past 12 months.

Event description:
It was reported that the as lvp 20d dehp ss line leaked onto the patient, and the line was found broken near the attachment to the patient. The following information was provided by the initial reporter: "line leaking. Patient called nursing staff to say that their arm & shirt were wet. All attachments were tight. Line found to be broken just before it attaches to the patient. Significant loss of drug." "Essentially, hopefully, you can see the luer lock connector is removed from the tubing. It appears that the end of the tubing is very clean, does not appear ragged or fractured. May indicate an issue with the adhesion of the connector to the tubing?"